Event description:
It was reported that the patient visited the emergency room (ER) with hyperglycemia. The patient's blood glucose levels read ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl) and ketones were 1.9 mmol/l while wearing the pod between 24 and 36 hours. The patient was thirsty, sick and was vomiting. The pod was leaking and when removed from the infusion site (arm), the pod's cannula was found bent. On the way to the hospital, the doctor advised the patient to administer 10 units of insulin. Manual insulin injections were administered for treatment. The doctor checked on the patient every 30 minutes. The patient was released after 4 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.